Manufacturer narrative:
Device received with all buttons responding properly. No damage keypad assembly. No unlocked j2 or lcd keypad connector. Device passed self test. No unexpected insulin pump alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had act button not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had iop test failure alarm. Customer reports they were able to clear the alarm. Customer reports insulin pump did require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.